Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code).

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) unit has blood rupture. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer evaluated blood drawn into pump. Replaced pneumatic module assy. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
It was reported that, during use on a patient the cardiosave intra-aortic balloon pump (iabp) unit has blood rupture. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has blood rupture.